Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refw2710 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by healthcare professional "one of our team-members was placing a PICC and discovered that the pre-loaded 3cg wire in the PICC was fractured and being held together by the thinnest fray of wire. She discovered it due to not being able to get a read from the ECG when placing the PICC. Also, due to the wire bunching in the lumen, it was difficult to flush that side. She is certain that she did not cause trauma to the wire in any way, and that she did not accidentally cut the wire when preparing for the insertion."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a frayed 3cg stylet is confirmed but the exact cause remains unknown. One segment of a 3cg stylet and one guidewire hoop were returned for evaluation. The product sticker label indicated lot: refw2710. One photo sample depicting a 3cg stylet was also returned. The photo showed deformation and damage consistent with the returned physical sample. The wire was returned trimmed 19 cm from the distal end. The polyimide tubing tip was found to be intact. A kink and break in the polyimide tubing was present 2.5 cm from the distal end; however, the core wire was intact. Microscopic observation revealed a kink near the break location and two additional kinks 1.5cm and 2 cm from the break location. The polyimide tubing was cut proximal to the damaged region in order to measure the wall thickness. The wall thickness was found to be within manufacturing specification. Based on the description of the reported event, possible contributing factors include damage during handling and advancement or retraction against resistance. Since a partial break in the tubing was found to be present, the complaint is confirmed but the exact cause remains unknown.

Event description:
It was reported by healthcare professional "one of our team-members was placing a PICC and discovered that the pre-loaded 3cg wire in the PICC was fractured and being held together by the thinnest fray of wire. She discovered it due to not being able to get a read from the ECG when placing the PICC. Also, due to the wire bunching in the lumen, it was difficult to flush that side. She is certain that she did not cause trauma to the wire in any way, and that she did not accidentally cut the wire when preparing for the insertion."